Manufacturer narrative:
The device was evaluated and found to be within specification. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient experienced allergic reaction after undergoing dental treatment with fynal zinc oxide eugenol cement. The swelling subsided on is own and no medical intervention was needed.